Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patients attorney. The information provided alleges that the patient "underwent an additional surgery for exploration of bowel adhesions and omentum to mesh and to remove the defective mesh" however medical records are not available at this time. Recurrence and adhesions are known inherent risk of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as possible complications. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for repair of a ventral incisional hernia. A bard/davol ventrio st hernia patch mesh, reference number (B)(4), lot number huxg0811 was implanted to repair the hernia defect. On (B)(6) 2014: the patient underwent an additional surgery for exploration of bowel adhesions and omentum to mesh and to remove the defective mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventrio st hernia patch mesh.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to correct the expiration date for the ventrio st. A manufacturing review was performed which found that the device provided was manufactured to specification. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for repair of a ventral incisional hernia. A bard/davol ventrio st hernia patch mesh, reference number 5950040, lot number huxg0811 was implanted to repair the hernia defect. (B)(6) 2014: the patient underwent an additional surgery for exploration of bowel adhesions and omentum to mesh and to remove the defective mesh. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventrio st hernia patch mesh. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with ventral incisional hernia thereby underwent robotic assisted laparoscopic repair with the implant of ventrio st mesh. Per operative notes, ¿all adhesions to the anterior abdominal wall were dissected and the defect was identified. An elliptical ventrio st mesh was placed in the anterior abdominal wall and fixed circumferentially with protack device.¿ (B)(6) 2013 to (B)(6) 2014 - patient visited hospital for right sided abdominal pain, rectal bleeding, abdominal distention and chronic pain syndrome. (B)(6) 2014 - patient was diagnosed with abdominal pain and incisional hernia thereby underwent robotic assisted laparoscopic lysis of adhesions and removal of mesh. Per operative notes, ¿extensive dissection was made and adhesions were taken down. The mesh was removed from the anterior abdominal wall and the defect was closed with sutures.¿ attorney alleges that the patient had adhesions, bowel obstruction, pain, hernia recurrence and emotional injuries. It is also alleged that patient had suffered from chronic intractable abdominal pain, nausea, emesis, and general ileus and was hospitalized several times due to the pain.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery for exploration of bowel adhesions and omentum to mesh and to remove the defective mesh" however medical records are not available at this time. Recurrence and adhesions are known inherent risk of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as possible complications. Addendum #1: this supplemental emdr is being sent to correct the expiration date for the ventrio st. A manufacturing review was performed which found that the device provided was manufactured to specification. With the current information available no definitive conclusion can be made. Addendum #2: h11: this supplemental emdr is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 months post implant of ventrio st, patient was diagnosed with hernia recurrence, abdominal pain, adhesions and abdominal distention thereby underwent repair with removal of mesh. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.